Manufacturer narrative:
The reported event of impedance and pacing anomaly was confirmed. Inspection of the device revealed foreign material on the ring spring. The cause of the foreign material was a manufacturing anomaly. The foreign material on the ring spring prevented proper contact from the lead to the device connector block and was the cause of the reported event.

Event description:
During an initial implant procedure, after closing the wound, no sensing or threshold was able to be measured in the atrial channel. Additionally, high pacing impedance was observed. The wound was reopened and the atrial lead was disconnected from the device and measured with the cables, all electrical parameters were in range. The device was explanted and replaced to resolve the event. The patient was stable.